Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse stated that the customer just got the replacement pump and when they took their blood glucose, it failed to connect the reading to the pump. Customer's blood glucose was 43 mg/dl. Caller was assisted with programming the meter ID into the pump. Customer's blood glucose was 131 mg/dl and it was sent over to the pump successfully.